Event description:
During the evaluation of the device at the manufacturer's service center, the error 197 and 291 code was found in the ventilator's downloaded error log. The customer asked that no repairs be done to the device. The device will be returned to the customer unrepaired. The air path assembly and removable air path foam were replaced per remediation.